Event description:
It was reported that the pump was filled in (B)(6) and this week the pump was alarming due to low reservoir alarm occurred. The alarm was confirmed by telemetry as a non-critical alarm due to low reservoir volume. Drug delivered via the device was reported as astramorph. It was later reported that the patient was fine. It was thought that the pump was refilled and not updated. Patient had no symptoms. Per the telemetry strips the drug delivered via the device was baclofen.

Event description:
Additional information noted that after the alarm sounded the health care professional (hcp) read the patient¿s pump to get the logs. The logs indicated that the last update had been on (B)(6) 2011. In addition, the hcp emptied the reservoir to check the amount of fluid and it was noted that the hcp did refill the pump.

Manufacturer narrative:
Programmer model: 8840, serial #:unk; catheter model: 8731, serial# (B)(4), implanted: 2006-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).